Manufacturer narrative:
Event problem and evaluation: on (B)(4) 2015, a medtronic representative went to the site to test the equipment but was unable to reproduce the reported failure because the system issue was intermittent. Suspected possible cause was the cp2 for the detector. On (B)(4) 2015, a medtronic representative went to the site to test the equipment and replace failed parts. Replaced the varian cp2 processor, replaced a shorted relay that powers stand-alone, and replaced the x-ray hand-switch. The imaging system then passed the system checkout and was found to be fully functional. The following parts were returned to the manufacturer for analysis; however, these parts did not cause the reported event and/or no functional problem was found. The paxscan 4030cb cp2 cpu was returned to the manufacturer for analysis but no problem was found during testing. The cp2 was installed in a similar imaging system for 2 weeks, but the reported problem could not be reproduced. The x-ray hand-switch was returned to the manufacturer for analysis and a mechanical failure mode was found. The device worked but the coiled cable was stretched and not recoiling as expected. The following part was returned to the manufacturer with functional problems that directly caused the reported event: the 7 amps dc 0-500 vdc relay was returned to the manufacturer for analysis and an electrical failure mode was found. The relay did not close properly when 24v was applied. Points 1 and 2 measured 11.08 ohms with 24v applied, less than 1 ohm is expected. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during pre-op preparation for a functional endoscopic sinus surgery (fess) procedure, the imaging system remained in "initializing please wait" mode. The generator icon would not initialize. The surgeon opted to complete the procedure without the use of the imaging system. A c-arm was used to complete the surgery. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.